Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform functional test due to display anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Event description:
The customer's father reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that he dropped his pump and cracked the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.